Manufacturer narrative:
Conclusion: investigation results indicated that pleural effusion is a known effect that can occur after cardiac procedures, but a conclusive cause of the effusion could not be determined from the limited information available. In this case, the issue was resolved using a thoracentesis and no other adverse effects were reported. The valve remains implanted. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant of this aortic bioprosthetic valve, the patient experienced a left pleural effusion. The physician considered this to be related to the procedure and the patient's device. A thoracentesis was performed resulting in prolongation of the hospitalization. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.